Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a wallstent biliary stent and delivery system was returned for analysis. Visual evaluation found the clear outer sheath kinked. Three stent wires could be seen perforating through the clear outer sheath. During functional analysis, it was possible to manually deploy the stent after dissecting the device and after applying force. The inner shaft was kinked, and the stent cup appeared damaged and crumpled. In addition, the distal ends of the stent had uncrossed wires and the wires near the middle of the length of the stent appear to bow outwards. No other issues were identified during the product analysis. The cause of the damage was consistent with the application of excessive force to the delivery system during analysis and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallstent biliary stent was to be used to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the snare failed to deploy. The wallstent biliary stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.